Event description:
In 2008, a medical assistant from the urology consultants alleged that one male patient developed a pseudomonas infection after a medical procedure at their facility, using medical equipment that had been cleaned with pss select.

Manufacturer narrative:
The actual device involved in this incident was returned to metrex research corporation for evaluation. The returned product and retain samples underwent visual and chemical testing. The results indicated that the product was within specifications. The patient went to see his normal physician and was given an oral antibiotic for the infection. The patient took the antibiotic for four days and is now doing fine. Because the employee required medical intervention for the reported infection, in the form of a prescription antibiotic, this incident is reportable.

Manufacturer narrative:
Follow-up with the facility clarified that the patient had a cystoscopic procedure using a cytoscope cleaned with pss select solution when the patient developed the pseudomonas infection. At the time of the reported incident, the facility assumed that the cause of the patient's infection was due to an ineffective pss selection since the scope used on the patient had been sterilized using the solution. However, testing conducted with the pss select solution indicated that it was within specifications and performed as intended. Evaluation of the facility's manual sterilization process revealed that the rinse water was not being changed in between sterilizations. After changing the rinse water and testing the sterilization process again the results were satisfactory. The facility has now concluded that the rinse water was the cause of the patient's infection. This is the final report.